Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that poor signal quality was observed on the implantable cardiac monitor (icm) via remote transmissions. Intermittent loss of contact was suspected. The patient was scheduled for a repositioning procedure. The icm was repositioned successfully. The patient was stable.